Manufacturer narrative:
Investigation: a preventative maintenance (pm) was conducted for the machine involved in this event. No issues were noted with the machine during service. Root cause: a definitive root cause could not be determined. Upon photographic inspection of the photos provided by the customer, it was confirmed that the anticoagulant (ac) was attached, despite the customer's statement of a possible solution exchange. Based on the run data file analysis and the part evaluation, possible root causes for the clotting include, but are not limited to inadequate anticoagulant (ac) ratio, patient physiology and or an occlusion or kink within the set limiting proper ac delivery.

Event description:
The customer declined to provide the patient's identifier.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the device history record was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the incorrect solutions being spiked. The customer sent two photos. One photo shows solutions laid out on a counter, one has the acspike attached. The other photo is a photo that shows aggregates in the collect bag .investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the run data file was analyzed for this event. Review of the rdf and associated aim interface images confirmed the presence of clumping in the connector beginning around 160 minutes into the procedure. Approximately 40 minutes later, a spike in ¿return pressure was too high¿ alarms occurred. Both the clumping and the return pressure alarms persisted until the operator ultimately ended the procedure. The clumping in the connector likely led to the clotting observed in the collect bag. The inlet:ac ratio was set to 11.5 for the entirety of the procedure. Therefore, it may have helped to reduce the inlet:ac ratio to 8 as is recommended. It is also noted that just prior to the observance of the clumping, the ¿ac was not detected¿alarm was generated. Consequently, the possibility of the operator replacing the empty ac container with a non-anticoagulant solution at that point cannot be ruled out. Investigation is in progress. A follow-up report will be provided.

Event description:
The customer reported that during a collection procedure, they noticed clumps in the collection bag. The customer suspects that the operator spiked the trima disposable set with normal saline instead of acd-a (anticoagulant) during the procedure. It is unknown at this time if the patient (donor) required medical intervention. Patient (donor) identifier and age are not available at this time. The patient's (donor) gender and weight were obtained from the run data file (rdf).the disposable kit is not available for return, because it was discarded by the customer.